Event description:
It was reported the procedure was to treat a de novo lesion in the external iliac artery. After device preparation per instructions for use (IFU), the 8.00x40mm armada balloon dilatation catheter (bdc) was advanced to the lesion, without issue, for lesion pre-dilatation. During the first inflation, the balloon ruptured at 4 atmospheres (atm). There was no adverse patient effect and no clinically significant delay reported. A non-abbott balloon was used to complete the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.